Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements and low amplitude. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported.